Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel were observed. Programming changes were recommended.